Event description:
Information received by medtronic indicated that the insulin pump had moisture damage. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer ring = black customer returned pump for an alleged moisture damage/ water found on event date (B)(6) 2021. The pump passed the displacement test and selftest. No alarm found on the pump history memory on the event date. However, pump was cut open to perform visual inspection and found moisture damage on the pcba 1 and pcba 2. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection cracked battery tube threads and cracked case corner of the belt clip rails near the battery compartment. Confirmed moisture damage pcba 1 and pcba 2. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.